Event description:
Had this product put in 2008 transvaginal mesh, had problems all along but (B)(6) bleeding pain, loss of work, consortium, family life. (B)(6) took mesh out and a 2hr surgery turned into 7hrs mesh tore my uteral tube which had to be reconstructed. It caused nerve damage. I had 1 unit of blood and many other problems. I have been married 31 years now kind of shaky. Been in court room for 6 years now no relief in sight. I can no longer afford health insurance. I quit taking all medicine. I just take a day at a time. I have presently nerve damage, myofascial pain.